Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.75 mm rotalink¿ plus was selected for use. During procedure, after rotablation, it was noted that the burr was unable to be removed from the lesion. The burr was successfully removed using a guidezilla 2 guide extension catheter. The procedure was completed with a different device. No patient complications reported.